Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate ("a little off from the actual time"). Customer adjusted the time to resolve the issue. Customer's blood glucose was 230 mg/dl.